Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, partial stent deployment occurred. The physician attempted to place a taxus express2 2.5x8 mm drug eluting stent to the posterolateral (pl) artery, but the hub of the delivery system came off as soon as pressure was applied. The physician then attempted to connect to the inflation device without the three-way cock and was able to deploy the stent, however, post dilatation was required, with a non bsc 2.5 x 10 mm balloon, as the stent was not dilated completely. No patient complications occurred. Patient status post procedure is noted as good.